Manufacturer narrative:
(B)(4). The customer returned one opened cvc set containing a s-l catheter, dilator, and catheter/needle assembly for evaluation. The spring wire guide (swg) was not returned. Visual examination of the returned components did not reveal and defects or anomalies. Visual inspection of the swg could not occur as the swg was not returned. The returned catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit states "thread tip of catheter over guide wire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guide wire." A lab inventory swg was able to be inserted into the returned catheter with minimal resistance. A device history record review was performed, and no relevant findings were found. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The complaint of a kinked swg could not be confirmed by a complaint investigation of the returned sample. The swg was not returned for evaluation. A device history record review was performed, and no relevant findings were found. Without the swg to evaluate, a root cause could not be determined. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported the spring wire guide was kinked during puncture to the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the spring wire guide was kinked during puncture to the patient. No patient harm reported. The patient's condition is reported as fine.